Manufacturer narrative:
A soldering defect at the tube adapters strain gauge was detected which led to erroneous sensor signals and caused the occurred event.

Event description:
Knee moves between free motion and no charge lock or safety mode. Beeps frequently. Could not get knee to connect. Patient lived in (B)(6).